Event description:
A malfunction was reported with the code "malf 0" displayed. There was no reported impact to the customer's blood glucose level. The customer was advised to use a manual daily injection as a backup therapy.